Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination found the two contacts at the distal end were damaged and becoming detached. This is consistent with damage from a sharp object, such as an insertion needle. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that during the implant procedure, the physician encountered resistance while advancing the lead in the epidural space. The lead was removed and the procedure continued without further incident. No injuries were sustained by the patient. There have been no reports of further complications regarding this event and the patient achieved successful pain relief from the device.